Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. As received, the attachment could support the original complaint. During production and quality testing it was also note that the attachment was overheating. The returned attachment was tested by manufacturing personnel and did not meet specification for bur rotation, cap temperature and sheath rotation test. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off for 30 seconds was 38.1°c. This temperature did exceed specification. Some tooling marks were observed on the cap surface as receive. The bur tube was damaged as receive. Microscopic evaluation revealed significant to moderate gear wear. Both bearing retainers looked good but were dry. Minor debris and lack of lubrication was observed within head and cap cavities. All inner components appeared to be dry and corroded. The lack of lubrication and detachment of the bur end bearing assembly may have caused friction and as a result, increase the instability and vibration within the head cavity causing the cap to unscrew but this could not be confirmed. Instability and vibration within the head cavity may also increase the temperature causing heat seen by production and quality personnel during testing.

Event description:
In this event it was reported that cap unscrewed from a midwest e 1:5 ca attachment while in use. The reported complaint did not result in an injury or need for intervention.